Event description:
The customer alleged an error code that suggest that the ventilator stopped cycling. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.